Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a grip tang bent preventing grips from opening as reported by the customer. Components adjacent to this bent grip tang do not show damage. The complaint regarding instrument broken at the joint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument broke at the joint. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that no material was missing or detached from the instrument, and it was likely discovered in the open position. After consulting with an intuitive representative via video call, the surgeon was instructed to use a needle holder to pinch the force bipolar instrument together, enabling its safe removal through the cannula, without tissue entrapment or patient injury. The instrument was removed through the cannula, not with it.